Manufacturer narrative:
The device was re-sutured, not explanted. Therefore, the device will not be returned to the manufacturer for a physical investigation to determine failure mode. The batch record for this lot has been reviewed, which contains no abnormal manufacturing events. The complaint rate for this lot is not considered abnormal for this device. There is a low occurrence rate of device breakage related to this device. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It has been reported that the physician implanted the device in 2009. The pt reported feeling the device break post-operatively. Thirteen day later, the pt returned to the physician's office, where the original device was re-sutured.